Event description:
Related manufacturer reference number: 2017865-2023-52374. It was reported the patient presented after leadless pacemaker (lp) implant. The patient went into cardiac arrest and required resuscitation. A pericardial effusion was confirmed via echocardiogram. The cause of the pericardial effusion and cardiac arrest was unconfirmed. No further interventions were reported. The patient was in stable condition.

Manufacturer narrative:
Correction: section d4: lot number, expiration date, and UDI would remain blank, section h4: manufacturing date would remain blank as identifying information is not known.